Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist spoke with the customer and confirmed that the issue was resolved, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server all new patients were not crossing over to pyxis, resulted on nurses being unable to pull medications for newly admitted patients. The issue began the previous night, with new patient data not transmitting from aceit to pyxis. As a workaround, the customer was creating temporary patient profiles. Additionally, all stations have been placed in critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.